Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/13/2015 with the following findings: review of the black box data revealed a record of loss of prime warning. On investigation, the pump was exercised for 24 hours without a loss of prime warning. The complaint was not duplicated on investigation. The force sensor was evaluated and determined to be within specification. The pump was opened for investigation and did not reveal any damage, defect or contamination of the pump¿s interior components. The pump was determined to be operating within the required specifications without malfunction.